Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The pt was hit on the head and lost access to sound. The pt is to be explanted, but a date of surgery is not yet known.